Event description:
It was reported a patient underwent an acdf at c5-c7 using a medtronic cervical plate system. On (B)(6) 2015, the patient called in expressing concerns regarding the ideal hardware position. The patient reported reading the post-op surgery x-rays and found that the screws into c5 appear to have missed and are at the very bottom of c5 and appear to have gone into the disc space. The patient was concerned about the location of the upper screws. The patient's surgeon admitted that all screws should be in the center of the upper body. The patient reported having "a lot of pain, numbness and headaches", the problems which were noted prior to the surgery. According to the patient, the plates were not flush against the anterior surface of the vertebral bodies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.